Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a protruded/loose drive support disk. There was no compromised force sensor system alarm. The pump had a minor scratched lcd window, cracked display window corners, s broken belt clip slot, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the pump prompts to rewind and it keeps going. Customer received the alarm 3 times. Customer's blood glucose was 268 mg/dl. Customer has not treated yet. Customer was advised that the pump will be replaced.